Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) could not duplicate the reported complaint. The centrifugal control unit (ccu) was run for over an hour between continuous and pulse mode with no motor overspeed or motor stoppage issue. The data log was reviewed which did not show any unexpected drive motor stoppage. The ccu was found to be functioning as intended and release testing was performed successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during use of the device for non-clinical activity, the centrifugal controller unit (ccu) displayed either an 'overspeed' or 'motor stop' message. As mitigation, multiple adapter plates were used but the issue remained. There was no patient involvement.